Event description:
Patient reported experiencing elevated blood glucose level since the previous evening. Patient stated she received an e4 (occlusion) error message; changed infusion set. Patient reported later at about 9 pm she tested with a blood glucose reading of hi; took 5 units of insulin bolus, retested at 9:30 pm and level was still hi. Patient stated she took another 5 units bolus. Patient reported she measured several times during the night with results between 20-25 mmol/l; took 10 units of insulin via pen at about 10:30 pm. Patient stated she was thirsty throughout and drank lots of water. No adverse event reported. Requested return of the alleged pump and infusion set for evaluation

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.